Manufacturer narrative:
Date received by manufacturer: 29aug2019. Date of report: 28aug2019. The assy, touchscreen, user interface, v8000 was returned to failure investigation for evaluation. The visual inspection of this touch screen did not reveal any signs of damage or contamination. An attempt to perform touchscreen calibration will be made. The touchscreen calibration did not pass and the touchscreen did not respond to the setting changes. The menu changes worked intermittently. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date of report: 28jun2019. Date received by manufacturer: 27jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.